Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 194 and 196mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Also customer stated her son is recovering from a hospitalization due to a diabetes keto-acidosis due to an infection he developed. Customer stated her son have only used the meter once today(B)(6) 2016, also that he has not used the meter since (B)(6) 2016.